Event description:
It was reported that during a colon procedure when the surgeon was performing the jejunostomy the device partially fired and then would not open, they did not report how the procedure was completed or how it was opened. There is no other information about the event at this time. The device was dropped off in purchasing with a note. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please confirm the type of procedure that was being done. -this was described in the initial documentation due to a partial fire was reported was there bleeding that occurred and if so how much and did the patient require any blood products? If yes, how many units?- no bleeding that I could see. No products ordered how was the procedure completed and what is the patient status?- we opened a powered 60 echelon stapler. On what tissue type was the device used?- jejunum. At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?- dont think so. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)- I believe that it was the first firing. What color cartridge was being used?- blue. What other color cartridges were used before and after this event?- we continued to use blue cartridges. Was the instrument fired across or near an existing staple line or clip? - no. Were any unexpected noises heard? If so, when? -not that I know of. Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? - it was difficult to open and close the device was there any difficulty removing the device from the tissue? - yes, it would not open/ release after firing.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.